Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not feel stimulation on her left side. As a result, the patient underwent surgical intervention on (B)(6) 2015, where the lead was repositioned. It was noted the patient was awake during the procedure and was under local anesthetic. The patient reported effective stimulation coverage postoperative.